Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, device was intermittently sensing t-wave following r-waves showing non-sustained rv oversensing episodes. Programming changes were made and no further alerts were shown. It was recommended to monitor the device if additional episodes occur. Patient was stable and will continue to be monitored.